Event description:
Pt had left heart cath, left ventriculogram, coronary arteriogram, stenting of the left anterior diagonal and carotid angiogram. Total heparin administered during procedure 3800 units. Use of 6f perclose to close the right femoral artery access site. Pt with betadine and op site dressing on flat bed rest with right leg straight. Slight oozing at site upon arrival from cath lab to pt's room. Hand held pressure applied for 5 minutes then pressure dressing applied. Dressing remained dry and intact with no visible hematoma for ~3 hours. Then right groin site stated bleeding, pressure applied by hand and fem stop applied. Groin site remained with no visible hematoma.